Event description:
It was reported by the clinician that a remote transmission alert was received and a lead integrity alert (lia) was triggered. The lia was triggered due to two high rate non-sustained tachycardia episodes and oversensing. It was further reported there was ¿questionable¿ capture and an erratic heart rhythm. The patient was found at home unresponsive, was transported to the emergency room and died. Technical support review of the episodes noted that ventricular tachycardia (vt) was detected in the monitor zone and the detection terminated because it was below the detect rate and that the patient appeared to have multiple vt episodes over the course of a few days. Additional information related to the cause and circumstances surrounding the patient¿s death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 694765 implantable tachy lead, implanted: (B)(6) 2005; 419388 implantable pacing lead, implanted: (B)(6) 2008.